Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-oct-2023. H6: investigation summary: it was reported the blunt fill needle cored a piece of rubber into the drug. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. Together with the sample a 60ml syringe, a vial with propofol and a packaging blister top web were received. A visual inspection was performed to the needle assembly and no defects or imperfections were observed. The needle tip has no damage, defective grind or hooks. The bevel and etch were good. A device history record review was completed for provided material number 305180, lot 2245198. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be determined.

Event description:
It was reported that the bd¿ blunt fill needle experienced foreign matter, coring. The following information was provided by the initial reporter: when the anesthetist pierced the rubber stopper of the vial the blunt fill needle cored a piece of rubber into the drug which was then drawn up into the syringe the dr noticed and didn't use the medication as it has the piece of rubber in it.

Event description:
It was reported that the bd¿ blunt fill needle experienced foreign matter, coring. The following information was provided by the initial reporter: when the anesthetist pierced the rubber stoper of the vial the blunt fill needle cored a piece of rubber into the drug which was then drawn up into the syringe the dr noticed and didn't use the medication as it has the piece of rubber in it.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.